Event description:
During a retroactive review of past treatment events for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. A data download revealed that an (B)(6) female pt was treated. Zoll customer support contacted the pt for additional info. The pt's son reported that the pt was sleeping and that they did not know the pt was treated. A review of the event indicates that the pt experienced an inappropriate defibrillation event. Svt at 157 bpm contributed to the false detection. The response buttons were not pressed during the entire event. There is no indication that the pt sought medical attention. The pt continued use of the lifevest.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. There is no info to suggest that the pt sustained a serious injury. Device evaluation summary: device evaluation on monitor sn (B)(4) and belt sn (B)(4) was completed. The monitor and belt were fully functional and able to detect and treat a pt. H.4. Device manufacture date: monitor sn (B)(4): 12/2012; electrode belt sn (B)(4): 05/2012. Additional inappropriate defibrillation narrative: inappropriate defibrillation are an anticipated risk associated with the use of the lifevest. Pts are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.